Manufacturer narrative:
(B)(4). Batch # p56k5f. Device evaluation the analysis found that the pcee60a device was received in good visual condition and with three ecr60g cartridge reloads. Cartridge (b) was received unfired. Cartridge (c) was received fully fired. Cartridge (d), was received fully fired and with the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge (b), gst60b, unfired, p5722c. Cartridge (c), gst60b, fully fired, p5722c. Cartridge (d), gst60b, fully fired, p5707z, pan dislodged, inside of channel

Event description:
It was reported that during a semi-open sigmoidectomy, the cartridge could not be loaded into the device before the 2nd firing of feea. It was found that the cartridge pan had almost come off of the first cartridge. The device was used on colon. The cartridge color was blue. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.